Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality. Contrast driving to zero in images.

Manufacturer narrative:
A ge oec service representative investigated the issue and a broken video cable within the interconnect cable that was repaired to restore image quality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.